Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient experienced a low flow alarm on their system controller and called the emergency ambulance. The patient was transferred to the emergency department. The alarm was confirmed, as the system controller showed 0 flow on the left ventricular assist device (lvad) and the hospital decided to implant an extracorporeal membrane oxygenator (ECMO). Around midnight on (B)(6) 2021, a physician in the intensive care unit (ICU) decided to disconnect the driveline from the system controller. On (B)(6) 2021 around 08:00 the vad surgeon started the lvad again. As the system still showed 0 flow, the system controller was exchanged, however the 0 flow persisted. Log files were sent and confirmed the flow displayed on the system monitor. An angiography computed tomography (CT) scan was performed and showed an obstruction of the outflow graft. The hospital evaluated the patient for a potential pump exchange. Additional information was received that additional log files were submitted on 06dec2021 and the flow went back over the low flow alarm threshold. The patient remained on ECMO support but a pump exchange did not take place.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow alarms. A specific cause for the reported events could not conclusively be determined through this evaluation. The submitted controller event log file captured 221 low flow hazard alarms along with transient low flow events throughout the course of the log file. Multiple lvad_off and driveline disconnect alarms were also observed on (B)(6) 2021. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Additional information provided on 10jan2022 stated that the CT scans would not be provided by the customer. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient experienced a low flow alarm on their system controller and called the emergency ambulance. The patient was transferred to the emergency department. The alarm was confirmed, as the system controller showed 0 flow on the left ventricular assist device (lvad) and the hospital decided to implant an extracorporeal membrane oxygenator (ECMO). Around midnight on (B)(6) 2021, a physician in the intensive care unit (ICU) decided to disconnect the driveline from the system controller. On (B)(6) 2021 around 08:00 the vad surgeon started the lvad again. As the system still showed 0 flow, the system controller was exchanged, however the 0 flow persisted. Log files were sent and confirmed the flow displayed on the system monitor. An angiography computed tomography (CT) scan was performed and showed an obstruction of the outflow graft. The hospital evaluated the patient for a potential pump exchange. Additional information was received that additional log files were submitted on (B)(6) 2021 and the flow went back over the low flow alarm threshold. The patient remained on ECMO support but a pump exchange did not take place.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.